Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the pt's wife reported the pt had moisture in his insulin infusion device. On follow up with the patient, he stated that two months earlier, he noticed a very small amount of moisture in his device. He stated it smelled like insulin and he dried it out with a cotton swab. He said he does not attach the infusion set tubing to the insulin cartridge before inserting it into the device but will do so in the future. The patient stated the cartridge was not cracked or damaged. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.